Manufacturer narrative:
The evaluation noted as reported, this 80 y/o male patient was initialed implanted on (B)(6)2017 after removal of a competitor¿s devices. The tibial tray was revised on (B)(6) 2018 with no reason reported. On (B)(6)2019, the right knee devices were revised due to instability of right knee. The surgery was carried out uneventfully and revision was completed. Patient left the operating room in stable condition. (Of note, upon entry into the knee joint, the surgeon was met with an excessive amount of granular synovitis, which was present in the entire knee joint cavity. There had been no clinical evidence of this intraoperative finding. The surgeon questioned whether its presence was due to the patient¿s health vs anything related to the implant components or cement. Cultures revealed no bacteria but significant wbcs.) A continuing periodic follow-up is recommended. Periodic x-rays should be taken to detect evidence of positional changes, loosening, bone loss, and/or device fracture. In such cases, patients should be monitored, and the benefits of revision surgery should be considered to avoid further deterioration. Per optetrak labeling (IFU# 700-096-004 rev. N) the optetrak comprehensive knee systems are indicated for use in skeletally mature individuals undergoing primary surgery for total knee replacement due to osteoarthritis, osteonecrosis, rheumatoid arthritis and/or post-traumatic degenerative problems. They are also indicated for revision of failed previous reconstructions where sufficient bone stock and soft tissue integrity are present. In the USA, the optetrak comprehensive knee systems are indicated for cemented use only, except for the optetrak logic ps and cr porous femoral components, which are indicated for cemented or cementless use. Postoperative counseling and care is important. It is recommended that regular, long-term postoperative follow-up be undertaken to detect early signs of component wear and loosening, and to consider the course of action to be taken if such events occur. A suitable rehabilitation program should be designed and implemented. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. (D11) concomitant devices: (cn: (B)(4), sn: (B)(6), logic cc femur, size 3, right. (Cn: (B)(4), sn: (B)(6), logic stem extension 14mm x 120mm. (Cn: (B)(4), sn: (B)(6), logic stem extension offset coupler, 4mm offset. (Cn: (B)(4), sn: (B)(6), femoral augment, dist, size 3, 5mm. (Cn: (B)(4), sn: (B)(6), femoral augment, dist, size 3, 5mm. The following section(s) have additional info; b5, (d4) UDI number.

Event description:
As reported, this 80 y/o male patient was initialed implanted on (B)(6) 2017 after removal of a competitor¿s devices. The tibial tray was revised on (B)(6) 2018 with no reason reported. On (B)(6) 2019, the right knee devices were revised due to instability in right knee. The surgery was carried out uneventfully and revision was completed. Patient left the operating room in stable condition. (Of note, upon entry into the knee joint, the surgeon was met with an excessive amount of granular synovitis, which was present in the entire knee joint cavity. There had been no clinical evidence of this intraoperative finding. The surgeon questioned whether its presence was due to the patient¿s health vs anything related to the implant components or cement. Cultures revealed no bacteria but significant wbcs.) Upon review of all available information, the revision reported in this event was likely the result of a adverse event without a device issue.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: (cn: 02-010-01-0330, sn: (B)(4)) logic cc femur, size 3, right. (Cn: 02-012-60-1412, sn: (B)(4)) logic stem extension 14mm x 120mm. (Cn: 02-012-61-4000, sn: (B)(4)) logic stem extension offset coupler, 4mm offset. (Cn: 208-05-03, sn: (B)(4)) femoral augment, dist, size 3, 5mm. (Cn: 208-05-03, sn: (B)(4)) femoral augment, dist, size 3, 5mm.

Event description:
Revision due to instability of right total knee replacement. History: tka -zimmer- date unknown. Revision 1: on (B)(6) 2017, remove zimmer, implant exactech components. Revision 2: on (B)(6) 2018, revision reason unknown, tibial insert only. Revision 3: on (B)(6) 2019, revision due to instability. Exactech logic cc femoral components were implanted on (B)(6) 2019. The surgery was carried out uneventfully utilizing logic cc instrumentation. Patient left the operating room in stable condition.